Manufacturer narrative:
The pad-pak was first installed successfully on (B)(6) 2010 and performed to specification up to (B)(6) 2012. The device failed several self-tests due to a low battery between the (B)(6) 2012 and (B)(6) 2013, the device remained in fault mode until (B)(6) 2013. A fresh pad-pak was installed and the device performed to specification up to (B)(6) 2014. Multiple manual power ups of mainly ten minute duration were recorded between (B)(6) 2014 and the last log entry on (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test fails may be due to the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. Voltage fluctuations were observed in the device memory however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.